Event description:
On (B)(6) 2012 the beckman coulter site in (B)(6) reported receiving cartridges of creatinine reagent that had leaked upon arrival due to loose caps. No injury or exposure was reported by the warehouse operator. It was decided that an MDR should be filed because the reagent contains material of animal origin, which is considered potentially infectious, and upon recur, exposure may cause serious injury.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).